Manufacturer narrative:
The reported event was patient deceased. As received, only the connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical testing found internal shorts between conductors due to the twisted coils. No indication of fractures on any conduction paths.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient died on (B)(6) 2025 due to heart disease. No additional information was reported.